Event description:
It was noted on post-op x-ray that rods had come out of the heads; longer rods and new caps were placed. This is the first of three reports for the same event.

Manufacturer narrative:
Manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.